Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Unable to perform self-test, off no power test, error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Unable to verify excessive no delivery alarm due to compromised force sensor system alarm. However, the insulin pump passed idle current test, run current test, displacement test and rewind. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 251 mg/dl at the time of incident. The customer stated that the insulin pump was bumped. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.